Event description:
It was reported that following a knee surgery in 2009, the patient developed a post-operative problem with the skin receding around the site of the implant; the skin did not close very well. The customer indicated the problem may have been with the drill used in the procedure as it was described as "old and wasted." Patient's medical history and demographics (age at time of event, date of birth, gender, weight) as well as information regarding treatment/intervention, second surgery, and current condition were requested but not provided. No manufacturer identity of the drill used in this case was provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for evaluation, but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was requested but not provided, therefore device history record review could not be performed. This device is supplied sterile. Relevant patient health history and preexisting medical conditions were requested but not provided. A definitive cause for the patient's post-operative symptoms could not be determined. As reported, a possible cause for this event was the condition of the drill used in the procedure. The conclusion of this investigation is being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.